Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out procedure a right ventricular (rv) lead superior vena cava (svc) coil impedance of ¿none¿ was indicated upon connecting the rv lead to the new device. Upon inspection, the svc coil appeared detached and revealed a visible bend at the tip. A fracture of the rv lead svc coil was suspected. The svc coil was programmed off, and the rv lead remains in use. No patient complications have been reported as a result of this event.